Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and assisted in removing the pump from its case. Despite these efforts, the button remained difficult to press, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.